Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. Noise was not able to be reproduced in clinic. Because the patient was asymptomatic, the physician determined that intervention was not necessary. The patient would continue to be monitored.